Event description:
Material # 305106. Lot # 3209277. It was reported by customer that they have had 3 needles get clogged when pushing medication though. Verbatim: rcc received a complaint via email. Email(s) attached. Please see below issue regarding your 30 g x 1/2 in. Precision glide needle, ref# (B)(4) lot# 3209277. We have had 3 needles get clogged when pushing medication though. At this point it¿s a safety concern, we have removed all the 30g needles with the same lot# off are shelves. I¿m sending a picture of the box of needles, and I was able to save 2 of the syringes to prove that the needles are clogged. I think we should send them back to the company, I took 8 boxes off the shelves with the same lot#. We use the needles to inject lidocaine into the patient conjunctiva, unfortunately due to the needles being clogged we had to stick two of are patient twice. This can cause the patients to be at a higher risk for an infection.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received. Material # 305106 lot # 3209277. It was reported by customer that they have had 3 needles get clogged when pushing medication though. Rcc received a complaint via email. Please see below issue regarding your 30 g x 1/2 in. Precision glide needle, ref# (B)(4), lot# 3209277. We have had 3 needles get clogged when pushing medication though. At this point it¿s a safety concern, we have removed all the 30g needles with the same lot# off are shelves. I¿m sending a picture of the box of needles, and I was able to save 2 of the syringes to prove that the needles are clogged. I think we should send them back to the company, I took 8 boxes off the shelves with the same lot#.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported three needles get clogged when pushing medication though. To aid in the investigation, one hundred thirty-six samples, two photos and one video was provided for evaluation by our quality team. One hundred thirty-four samples came in sealed packaging blisters and two samples came with no packaging blisters. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each of the fifty samples were then assembled to a syringe with saline solution for a functional test. Forty-eight samples expelled the solution with a normal flow. The two samples without packaging did not expel the solution; these needles are clogged. The video provided shows a needle assembly assembled to a syringe. When the plunger rod is pushed down it does not move. No other information could be obtained from the video. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. The two photos provided show a packaging shelf box. A device history record review was completed for provided material number 305106, lot 3209277. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.